Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic umbilical hernia repair, while the device was being applied to penitential flap, at the end of the procedure, the needle came off of the suture at the swedge. The needle was still in the robot needle driver, did not fall into the patient's cavity. Nothing, happened at the end of the case and no additional steps needed. There was no patient injury.